Manufacturer narrative:
The reagent lot number is 79165601 and the expiration date is 30-nov-2025. The investigation is still ongoing.

Event description:
There was an allegation of a questionable result for 1 neonate patient sample tested for bilirubin total gen. 3 result from the cobas 8000 cobas c 502 module. The initial result was 0.09 mg/dl, and the repeat result from another analyzer was 6.05 mg/dl. The questionable result was repeated because it did not meet the patient's clinical picture. The questionable result was not reported outside of the lab. The repeat result was deemed to be correct.

Manufacturer narrative:
A field service engineer (fse) determined that the sample probe was bent. The fse replaced the sample probe and adjusted it to specifications. Gear pump pressure is within specifications. The fse checked the adjustment of the sample probe to the center of the micro cup and it was within specifications. A 21-cup precision test on the bilirubin assay was completed using micro cups as well as a 21-cup precision for the instrument, both passed. The investigation determined that the service action resolved the issue.